Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed antibiotic ointment for the wound. Follow up indicated that the open wound improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.